Event description:
An attorney reported, his client stated the intraocular lens (iol) implanted in her eye was fractured and then dislocated in her eye. It was reported she received a corneal transplant due to eye damage caused by the dislocated iol. Following the corneal transplant surgery, she developed an eye infection and an eviscerated eye. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history review indicated the product met release criteria. There are no other reports in the lot. Add'l info has been requested.